Manufacturer narrative:
There were no reported pt injuries associated with this report. Root cause: broken tab on the electrode of the ultrasonic transducer assembly. The reported symptom was attributed to a broken tab on the electrode of the transducer assembly causing the exposed end of the transducer wire to make contact with the tail piece of the transducer causing an arc, rendering the ultrasonic generator board inoperable. The cause for the breakage cannot be determined. Given the nature of endoscope pre-processing and high-level disinfection based on sgna guidelines, either the presence or absence of ultrasonics should still result is an endoscope that has had its bioburden reduced to an acceptable level. Pre-processing and processing without the ultrasonics still results in the removal of detritus. It is concluded that there is no reasonable likelihood that an endoscope processed in the absence of the ultrasound will present any add'l risks. Training was conducted on ultrasonic verification during this service call.

Event description:
Customer stated while performing 3 month preventive maintenance, the biomedical technician noticed that the ultrasonics were not working.